Event description:
My inr testing at home had been stable for more than 6 months, always in the range of 2 - 3. In the last 6 weeks, results have ranged from 1.8 - 4.0. I received a letter from alere warning if inr reading was 4.5 or greater, I should call them. I called anyhow and they told me it was nothing to worry about, it only affected results 4.5 or greater. Yesterday, I received an email stating that strips that I had originally called about had been recalled. When I called alere to find out why the recall was taking place, I was told that it was not a big deal and not to worry about it.